Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The reservoir was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4).